Event description:
It was reported that kids kit for umbilical arterial line cracked by white stopcock. Once fluids were turned on, scant amount of blood-tinged fluid began backing up from the arterial line and out of the white stopcock. The rn changed kids kit portion of uac line under sterile conditions as per policy. Uac functional and running fluids appropriately after changing to new kids kit. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.